Event description:
Event description guidant received information that this right ventricular lead became microscopically dislodged due to fibrotic tissue formation. The lead was surgically abandoned and successfully replaced with another lead.